Event description:
When I first noticed the change in the products I asked someone in the purchasing department about it and I was told that the kendall company was bought out by the covidien company. When we got our supplies from the kendall company the packaging was clearly marked with a picture and bold labeling. The pads we now get from covidien only have a picture of the connector (not the pads) and part of the labeling is in french. My concerns are that in an emergency the kendall packaging is much more clear to identify with the picture of the pads and the placement on the patient. Also the single yellow stripe on the left made it more visible and immediately recognizable. Not just nurses but techs reach for this package which is one of the first actions that needs to be taken during a critical emergency.what was the original intended procedure?defibrillation.